Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported image flickering when the interface was shaken during pre-use inspection of an olympus xenon light source. No patient harm was reported.